Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c2056341 of echo-1-22 was returned opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. It should be noted that two devices were returned for (B)(4) (3001845648-2023-00924) - clarification received, one of those devices is for (B)(4). For details of the other investigation please refer to (B)(4) (3001845648-2023-00924). The device related to this occurrence underwent a laboratory evaluation on 30 november 2023. The lab and lab attendance can be viewed in the ¿returned product ¿ notes¿ section. On evaluation of the devices the following observations were made: distal end of needle examined, and no issues observed, distal end of needle examined, and dimpling observed, stylet removed from device with no issue, stylet examined and no issue observed, stylet reinserted into device with no issue, needle removed from the device and proximal kink below the sheath extender observed, sheath extender able to advance and retract without issue, needle able to advance and retract without issue. Manufacturing records: prior to distribution, all echo-1-22 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-1-22 of lot number c2056341 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. There have been several attempts made to obtain information and elaborate on description of event. Should additional information be made available, the file will be updated accordingly. A possible root cause could be attributed to the proximal kink below the sheath extender observed during lab evaluation contributing to the failure to puncture. It is stated in the additional information that the endoscope was in a flexed/twisted position during the procedure and device was used in a tortuous position. All these factors could have contributed to the device getting kinked which led to the needle advancement difficulties and issue with needle tip location through ultrasound image reported. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 14-may-2024.

Event description:
User opened the package and advanced the needle into endoscope working channel and installed the needle device onto endoscope. User adjusted the sheath length and advanced the needle tip , but user cannot see the needle location from ultrasound image(B)(4) - MDR#3001845648-2023-00924). User changed to another needle with lot#c2056341(B)(4) - this complainy), still cannot see the needle tip location through ultrasound image. User then changed to another brand of similar device to complete the biopsy. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.